Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture of the device and in the left armpit, reactive lymph nodes with a maximum diameter of 22 mm are observed, and minimal signal that can be referred to silicone migration, diagnosed by MRI. The device was explanted. Left side.